Manufacturer narrative:
No device, no medical records, and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter placement due to a mva with onset of dvt, the filter allegedly began deploying too soon leading to malpositioning; therefore, a second filter was deployed beneath the first filter. It was further alleged that sometime during the deployment, the distal tip of the introducer sheath detached and traveled to the left lung. There were no plans to retrieve the detached component. Current patient status is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event. It is possible the filter feet embedded in the sheath lumen or engaged on the radiopaque sheath tip during deployment which caused the tip to detach and filter to deploy in an unintended position. However, based on the information provided, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: - it is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. - care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. - do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher handle at anytime during this procedure. Potential complications: - detachment of components. Directions for use - implantation: - inspect the packaging to ensure that it has not been opened or damaged. - flush the introducer sheath intermittently by hand to maintain introducer sheath patency. Maintaining patency helps prevent clot from interfering with filter deployment. - flush the delivery device with saline through the touhy-borst adapter. - attach the free end of the filter storage tube directly to the introducer sheath already in the vein. The introducer sheath and filter delivery system should be held in a straight line to minimize friction. - loosen the proximal end of the touhy-borst adapter and advance the filter by moving the pusher forward through the introducer sheath. Do not twist or retract the pusher at anytime during the procedure. (B)(4).

Event description:
It was reported that during a vena cava filter placement due to a mva with onset of dvt, the filter allegedly began deploying too soon leading to malpositioning; therefore, a second filter was deployed beneath the first filter. It was further alleged that sometime during the deployment, the distal tip of the introducer sheath detached and traveled to the left lung. There were no plans to retrieve the detached component. Current patient status is unknown.